Event description:
It was reported the programmer was not interrogating correctly. It is not identifying the devices. The programmer was returned for repair. The radiofrequency (rf) head was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the software needed to be updated and there was a broken latch on the power cord door. (B)(4): analysis found that the rf head would not interrogate due to the cable being out of electrical specification.